Manufacturer narrative:
Evaluation summary: the intraocular lens (iol) product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient experienced an unplanned vitrectomy during the implant of an intraocular lens (iol). Additional information was received reporting that during the insertion of the lens, the patient moved and the capsule was ripped. The procedure was completed with a backup lens.

Manufacturer narrative:
The lens was returned. Solution was dried on the lens. Both haptics are folded onto the optic surface. Product history records were reviewed documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The viscoelastic used is unknown. There is no malfunction indicated against the company products. Information was provided that the patient moved when inserting the lens and the capsule was ripped. The procedure was completed with an a backup lens and no further issues occurred. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There is no malfunction indicated against the device. Information was provided that the patient moved when inserting the lens and the capsule was ripped. The procedure was completed with another lens and no further issues occurred. The manufacturer internal reference number is: (B)(4).